Event description:
It was discovered that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. The patient has not had a magnetic resonance imaging (MRI). At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was discovered that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. The patient has not had a magnetic resonance imaging (MRI). At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported the sales representative re-attempted to interrogate this implantable cardioverter defibrillator (ICD) however, it was unsuccessful with no magnet response. It was noted that the device did not deliver a shock when the patient had ventricular fibrillation (vf). Technical services reviewed device data and noted that the device had delivered 96 shocks, 10 diverted shocks and 116 burst of anti-tachycardia pacing (atp). It was suspected due to the patient receiving more therapy, the battery may have been depleted. Additionally, the health care professional (hcp) wanted to perform a magnetic resonance imaging (MRI) however, was told due to the depleted battery this would be non-conditional. The field representative is unaware if an MRI was performed. At this time, the device remains in service. No adverse patient effects were reported.